Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Data received by medtronic indicated that the indulin pump had issues with motor. Customer states that her pump was giving her errors and she had revert to injection for her insulin delivery. Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Motor current error detected. Pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. No harm requiring medical intervention wad needed. Patient discontinues to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 42, pump error 3, pump error 53, pump error 82, and pump error 130 found on 03/12/2022. Pump passed self test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 43 during rewind. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump successfully downloaded to thus. Confirmed pump alarmed pump error 43 on 03/11/2022 20:08:00.000, pump error 42 on 03/12/2022 00:26:51.000, pump error 3 on 03/12/2022 00:26:49.000, pump error 53 on 03/11/2022 22:00:20.000, pump error 82 on 03/11/2022 20:06:08.000, and pump error 130 on 03/11/2022 20:05:24.000 in the pump downloaded history. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly (pcba 1) and motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), broken battery tube threads, and minor scratches on lcd window. In summary, customer allegation for pump error 42, pump error 3, pump error 53, pump error 82, pump error 130, and pump error 43 was confirmed due to moisture damage on pcba 1 and motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h6 section.